Event description:
The patient reported experiencing a severe hypoglycemia event that caused them faint, pass out and/or have a seizure. Specific blood glucose levels and treatment information was not provided. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone16.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.